Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2010, the patient underwent a preoperative EKG which was normal. In (B)(6) 2010, reportedly, the patient experienced a reoccurrence of radiculopathy. On (B)(6) 2011, the patient presented with imaging that revealed degenerative disk disease at l4-5 and l5-s1. The patient had a discogram, which had been highly positive at l4-5 and l5-s1 and negative at l3-4. On (B)(6) 2011, the patient presented with low back pain and pain radiating to the lower extremities and the postoperative diagnosis of l4-l5, l5-s1 degenerative disk disease with some foraminal stenosis on the right at l4-l5 and l5-s1 with disk collapse at l5-s1 with some recurrent disk herniation on the right at l4-l5. The patient underwent surgery which consisted of a l4, l5 and s1 pedicle screw fixation, l4, l5 and s1 posterolateral fusion using allograft, autograft, bmp, bone marrow aspirate, right l4-l5 facetectomy and foraminotomy; right l5-sl facetectomy and transpedicular foraminotomy on the right at l5-s1, l4-l5 transforaminal lumbar interbody fusion; l5-s1 transforaminal lumbar interbody fusion. Per the operative report ¿¿after good takedown of the disk space was completed, bmp and autograft was packed into the disk space. X-rays and intra operative neuro-monitoring were utilized for placement/alignment/ verification. The patient experienced acute blood loss of 450ml. On (B)(6) 2011, the patient presented with abnormal liver function tests and underwent a right upper quadrant ultrasound which revealed an echogenic liver, likely fatty infiltration with focal sparing adjacent to the gallbladder; small gallbladder polyp; and non-visualization of the pancreas due to overlying bowel gas. Labs were conducted and were negative for hepatitis a, b, <(>&<)> c. On 28 july 2011 the patient was discharged from hospital. On (B)(6) 2011, the patient presented with improved pain. X-rays showed good positioning and early bone growth maturation. On (B)(6) 2011, approx. 12 weeks post op., the patient presented with improved lower back pain as well as bilateral lower extremity discomfort. The patient reported a continuation of a small region of burning in the right buttock but stated that it was improving. The patient reported some residual diarrhea secondary to a laparoscopic cholecystectomy, 4 weeks prior. The patient was weaning off of norco and flexeril. On (B)(6) 2012, the patient presented with low back pain. Per the encounter notes the patient had been doing quite well post operatively up until (B)(6) 2012 when they sneezed and felt a ¿popping¿ sensation in the lower back followed by a worsening of pain and a new numbness and tingling to the bilateral extremities. The patient stated they were minimally ambulatory from that point on and had not been able to work the past week due to pain. The patient underwent x-rays which showed stable instrumentation ¿ no findings for mal-alignment or failure. On (B)(6) 2012, the patient presented with low back pain. The patient underwent a lumbar myelogram/ post CT scan which showed moderate central stenosis at l3-4 which developed since the preoperative lumbar spine MRI of (B)(6) 2010. There was extensive bone growth present posteriorly extending from l4 through l5-s1. There were surgical changes extending from l4 through s12 without complication. On (B)(6) 2012, the patient presented in ER with exacerbation of significant chronic back pain. The patient reported receiving a steroid injection approx. 8 days prior at l4-5 level. Medications: norco and norflex. On (B)(6) 2012, the patient presented with worsening low back pain as well as bilateral lower extremity pain. A CT scan of the lumbar spine had shown good solid fusion l4-s1 with what appeared to be significant stenosis at the l3-4 level. Per the encounter notes the patient appeared to have adjacent level disease. On (B)(6) 2012, the patient presented for a pre-op clearance. The patient reported that they had sneezed in jan and felt a ¿pop¿ with immediate pain and numbness down both legs. The patient underwent an EKG which showed some changes from (B)(6) 2011. Medications: norco, flexeril, and cialis. On (B)(6) 2012, the patient was medically cleared for surgery. On (B)(6) 2012, the patient presented with worsening pain and the post-operative diagnosis of l3-4 lumbar canal stenosis, bilateral foraminal stenosis, left l3-4 synovial cysts and l4-l5-s1 pseudoarthrosis. The patient underwent surgery which consisted of a l4, l5, s1 fusion exploration; l3-s1 pedicle screw fixation; l3-s1 posterolateral fusion using autograft, allograft, and bone marrow as pirate; hardware removal with removal of pedicle screws and rod l4-s1; placement of an internal bone growth stimulator; lumbar laminectomy l3-4; left l3-4 synovial cyst resection and a bilateral l3-4 partial facetectomies and foraminotomies. Per the operative report ¿¿ it was found that there was a pseudoarthrosis at l4-l5-s1. Significant material was identified; in fact, fluid was identified along the right hand side which possibly represented a seroma from the bmp. For this reason it was felt that bmp would not be used in this case however, due to fact the patient had a history of smoking, it was felt the patient would benefit with placement of an internal bone growth stimulator for redo fusion¿.¿ it should be noted that a synovial cyst was encountered on the left at l3-4 and was resected. Fluoroscopic guidance was utilized. No patient complications were noted. *striker hardware* to the fact that the pseudoarthrosis was identified, the patient had a history of smoking, it was felt the patient would benefit with placement of an internal on (B)(6) 2012, the patient was discharged from hospital. On (B)(6) 2012, the patient underwent lumbar x-rays which showed no acute abnormities and the alignment appeared normal. On (B)(6) 2012, approx. 6 weeks post op., the patient presented with back and bilateral hip pain but resolved leg pain. The patient reported periodic numbness and burning in the right buttock and muscle spasms. X-rays showed good alignment/position of hardware and early bone growth. Medications: percocet. Gabapentin was started. On (B)(6) 2012, approx. 3 mo. Post op., the patient presented with continued discomfort in the back and bilateral hips. The patient wore a brace and utilized a cane for ambulation. Medications: percocet and neurontin. On (B)(6) 2013, the patient reported that they had been doing well up until 6 weeks prior when they slipped and fell onto their back causing severe back and bilateral buttocks, hip and mostly right posterolateral thigh pain. The patient also reported some occasional sharp pain down the calf into the foot. The back pain was > than lower extremity pain; the lower extremity pain, right > left. The patient was participating in physical therapy. The patient also reported progressive problems with increased defecation and stated that he had been told he had ¿dumping syndrome.¿ he was also having more and more difficulty with urination. Medications: naprosyn and norco. On (B)(6) 2013, the patient presented with loss sensation and lumbar stenosis and underwent lumbar myelogram with CT. Per the encounter notes, since the previous myelogram the patient had undergone bilateral hemi-laminectomies at l3 and l4 and the levels of fusion have been extended to l3. There were no longer any central canal or lateral recess stenosis at l3-4. No neural compressive abnormality was present at the levels of surgery; there was new deformity of the thecal sac at the l2-3 level. There was a mild annular bulge. The majority of the thecal sac distortion was being caused by a hypertrophied left ligamentum flava resulting in a flattening of the left dorsolateral sac and causing at least a mild left lateral recess stenosis. The patient also underwent lumbar spine x-rays which showed minimal instability was present with a subtle 1 mm retrolisthesis at l1-2 normalizing on the flexion view and a 3mm outlet retrolisthesis on the extension view at l2-3 with slight reduction to 2mm retrolisthesis on neutral and flexion view.